Event description:
Asr revision: right asr xl. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right asr xl. Reason(s) for revision: alval / soft tissue reaction. Update rec'd 27th november 2013 - (B)(6) have now confirmed that the revision has taken place. Update received: 3rd july 2014 - amended implant date: (B)(6) 2006 and filled mw fields.

Manufacturer narrative:
Asr revision. Right asr xl. Reason(s) for revision: alval / soft tissue reaction. Update rec'd 27th november 2013 - crawfords have now confirmed that the revision has taken place. Update received: 3rd july 2014 - amended implant date: (B)(6) 2006 and filled mw fields. Update 27 jun 2017: additional information received from kennedy. Added product record for the stem. This complaint was updated on jul 06, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.